Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient stated that she does not recall the event details due to being unconscious during the event. On the same day the sensor was inserted, her son was close by and called an ambulance when she lost consciousness. The patient was provided glucose (route unknown) by the ambulance and the patient was brought to the hospital. At an unknown time during the event, the cgm was reading 108 mg/dl and the blood glucose reading was 62 mg/dl. The patient spent a total of 1 day in the hospital but there was no information about further treatment. At the time of the report the patient was in a good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.